Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the headset. This occurred with two infusion sets within the last 2 days. The infusion set lot number was not provided. It is unknown if the infusion sets were from the same lot number. The product is no longer available to return for evaluation.